Event description:
Allegedly, the doctor performed a turbt procedure; at the conclusion of the procedure the doctor did a final scope of the patient and saw a small piece of broken beak on the bladder; doctor immediately retrieved. Procedure was completed and there was no serious injury to the patient.

Manufacturer narrative:
Instrument was evaluated and a small piece is broken off of the ceramic beak on the distal end of the instrument, leaving most of the beak attached. The main shaft is slightly bent and there are a few small dents. Damage is consistent with wear of long use and/or the beak making contact with hard object or being dropped resulting in internal cracks in the ceramic material. Device has been in use for approximately 7 years.